Manufacturer narrative:
The device in question was requested for investigation but not provided by the claiming customer. According to the "instruction for use I 1.1 I g-158" page 7," a suture tied directly around the wire-reinforced section can cut, kink or damage the catheter. According to the complaint report a clamp was applied to the wire reinforced section of the exposed portion of the cannula causing significant alteration and damage to the integrity of the wire. The claimed failure occurred due to not following the instruction for use and therefore a malfunction of the device in question could not be confirmed.

Manufacturer narrative:
Maquet cardiopulmonary ag requested the device in question for evaluation but has it not received yet. A supplement medwatch will be submitted as soon as additional information becomes available.

Event description:
It was reported that during patient treatment at some stage a clamp has been applied to the wire reinforced section of the exposed portion of the cannula causing significant alteration and damage to the integrity of the wire. The therapy was recommenced but due to low flow the cannula was repositioned and during this process the cannula has torn at the junction of where the wire had been previously clamped and the underlying plastic. Then air entered the ECMO circuit and the flow was stopped and the patient was weaned off the support with poor saturations for 15 to 17 minutes. During this time the patient was recannulated femorally and placed back into support. No further consequences to the treated patient were reported. (B)(4).